Manufacturer narrative:
(B)(4). Vyaire field service went onsite troubleshoot ing the device. Customer reported issue low fio2 (fraction of inspired oxygen). As a resolution, o2 (oxygen) cell was replaced. Run ovp (operator's verification procedures) all test passed. Ran fio2 (fraction of inspired oxygen) testing in increments of 10 from 21-100 all test in specifications. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator showing low fio2 (fraction of inspired oxygen) from 2 to 3 % below the settings. Settings 21% was 21%, 100% was 100% but 40% was 38% and 60% was 57% to 58% and 80% was 78%. The customer confirmed that there is no patient involvement associated with this reported event.